Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report that the plunger was difficult to remove from the reservoir and that the customer had high blood glucose readings. Customer's reading was 400 mg/dl which they treated using a manual injection. Customer did not feel well. Customer's blood glucose reading during the call was 490 mg/dl, and caller stated that they were not sure if the insulin pump was working. Caller declined troubleshooting. Nothing was replaced or returned.